Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the customer that they have stopped placing around the PICC line and starting placing on top of line at insertion site because they had too much line movement the other way (around the PICC line). The customer stated that "our PICC lines are not sutured. We have recently had some possible chemical burns. Hard to say if is the chg used for dressing changes or the biopatch, but there are definite issues right in area with the biopatch". Additional information has been requested.

Manufacturer narrative:
Report 1 of 4: same failure, different patient. Other mfg report numbers: 2648988-2016-00033, 2648988-2016-00034, 2648988-2016-00035. The reports are from a neonatal intensive care unit. Customer states: "we have seen 4 separate issues all with severe skin breakdown. I do not have the lot # of the biopatch. The infant have all been 1100-1500 grams with chloraprep skin prep used. We use chg for skin prep and biopatch once they are 1000 grams. These reactions all happened within a few days of insertion." Integra has completed their internal investigation on july 14, 2016 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; failure analysis was not possible since the complaint unit is not to be returned for evaluation and pictures showing the patient's reaction were not provided by the customer. The reported condition cannot be confirmed. DHR review; since the lot # was not provided, the device history record (DHR) could not be reviewed. Complaints history; upon review of integra's complaint system from june 2014 - june 2016, a total of (B)(4) complaints (including the ones under evaluation) related to "possible chemical burn" for biopatch product family. (B)(4) of these (B)(4) complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: (B)(4) in jun-dec 2014, (B)(4) in 2015, and (B)(4) in jan-jun 2016. (B)(4). Conclusion: as per complaint description there is a possible chg sensitivity in the patient. The shape or size of the affected area is not stated and thus cannot assess if it is related to the type of skin prep used. No known allergies or patient age were reported as part of the information provided. The reported condition "possible chemical burn" could not be confirmed since pictures were not provided by the customer. Controls are in place to assure that chg potency meets release criteria. No assignable causes that could be associated to the manufacturing process of biopatch were identified based on the review of quarterly bioburden trends, CAPA's, and ncr's history.